Manufacturer narrative:
(B)(4). Batch #: u5ah2w. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a small section of a device from trigger view and the firing trigger switch can be watched disassembled and lose inside of the device, one of the handles it is observed with a small crack damaged and also the handles appears to be disassembled. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. No damaged on the handle was noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the security lever jammed. After stapler was closed, blade immediately started moving. Surgery was completed with new device. No harm to patient.